Manufacturer narrative:
Follow-up #1 date of submission 05/30/2017-product analysis: the device was returned and evaluated by product analysis on 05/11/2017 with the following findings: the keypad cover was found to be peeling. All keypad buttons responded appropriately. No damage was found to the keypad button contacts. A battery compartment crack was observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the button keypad was damaged prior to the ok button being under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.